Event description:
It was reported that a cartridge alarm occurred during the load process, and the customer had previously experienced similar issues with their pump. There was no adverse impact to the customer¿s blood glucose level. To address the issue, tandem technical support decided to replace the pump and advised the customer to switch to multiple daily injections as a backup therapy. Technical support confirmed the shipping details for the replacement pump, instructed the customer on putting the pump into storage mode, and provided guidance on returning the faulty pump. The customer understood and acknowledged all instructions provided.